Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-00500.

Manufacturer narrative:
The event date is estimated to be (B)(6) 2019. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: (B)(6) 2019. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-00500. It was reported the patient began to receive inadequate coverage after experiencing a fall. An impedance check was performed and revealed high impedance. Reprogramming was performed but adequate coverage could not be restored. Lead fracture was later found. As a result, the patient plans to undergo surgical intervention.